Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated it was noted on interrogation of a vns patient that the patient's settings had changed from 2.5ma output current and 14 seconds on at the previous visit to 0.5ma output current and 21 seconds on. The patient was programmed back to the intended settings. Attempts for programming and diagnostics history have been unsuccessful to date.